Manufacturer narrative:
Investigation of the complaint issue included a review of complaint activity, trending data, device history records, labeling, and field data for the complaint lot. Review of trending data for the architect glucose assay did not identify any trends. Review of device history records did not identify any non-conformances related to the complaint issue. Labeling was reviewed and sufficiently addressed the customer's issue. Additionally, world wide field data for reagent lot 58873uq01 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 58873uq01 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on this investigation, no systemic issue or deficiency of the architect glucose lot was identified.

Manufacturer narrative:
The customer provided the lot number in use. Therefore, sections d4 lot number, d4 expiration date and h4 device manufacture date were updated. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section a patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated glucose results while using the architect c4000 analyzer. On (B)(6) 2021, sample ID (B)(6) generated a result of 382, and on the roche at an alternate hospital, 140. No adverse impact to patient management was reported.